Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, low battery or failed battery test alarms were noted. The insulin pump had compromised force sensory system error alarm during basic occlusion test and was unable to prime during prime test due to protruded/loose drive support disk. No further tests could be performed due to alarm. The insulin pump had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
Customer reported the insulin pump was not working. Customer reported the device had a failed battery and the device will not go out prime rewind. Customer reported that he was dependent on the insulin pump and currently was pushing the reservoir slowly in order to get insulin. Customer was aware that was not safe and knew it was not recommended, but stated he had no other choice. Customer was advised it might be an issue with the reservoir, customer declined troubleshooting. Customer's blood glucose was 100 mg/dl; current blood glucose was 300 mg/dl. Customer reported the insulin continued to drop after the motor stopped. Customer was unable to exit preparing to prime loop. The device flashed message but no alarm occurred. No further information reported.